Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's mother also reported that the insulin pump was damaged. The customer's mother stated that the insulin pump had missing components near the drive support cap. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that she treated her son's high blood glucose with manual injections. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.